Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient felt vomiting and dehydration and eventually got hospitalized on (B)(6) 2025 due to bent cannula which led to high blood glucose. The blood glucose level was 250mg/dl at the time of event and the patient got treated with insulin pump. The patient stayed in the hospital for less than twenty four hours. Symptoms reported at the time of event was confusion, felt sick/unwell, tired/weak and altered vision/vision changes. No further information available.

Manufacturer narrative:
E1: patient city - (B)(6), patient country - united states. H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Manufacturer narrative:
Correction: this MDR is being submitted to correct the submitted lot number, expiry under d4, manufacturing date under h4 and medical device problem code under h6. Unomedical hereby submits this supplemental report as part of its complaint remediation activities conducted under a CAPA/FDA action plan. This submission includes a retrospective reassessment of previously evaluated complaints. Unomedical is providing this supplemental information in accordance with the reporting requirements set forth in 21 cfr part 803. Any fields left blank indicate that the information is unknown, unavailable, or remains unchanged. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Electronic quality management system eqms search: a query was run in the eqms on 11/jan/2026 against "lot number" "5355679" and similar malfunction codes: misuse. Malfunction code not on list, product used off-label or against the contraindications or not according to the IFU. [Only use if no actual product malfunction has been reported]. The review confirmed that lot 5355679 and the identified failure mode are not associated with any ncrs or corrective and preventive action (CAPA) plan of the same or similar nature. Similar complaints search: a query was run in the eqms on 11/jan/2026 against "lot number" criteria equal "5355679" and similar malfunction codes misuse. Malfunction code not on list, product used off-label or against the contraindications or not according to the IFU. [Only use if no actual product malfunction has been reported]. The count of complaints is 1. The complaint number is complaint (B)(4). Device history record (DHR) review: the lot 5355679 was manufactured according to the work instruction (wi) version 69 and packaging in the multivac 12, on 11/jul/2021 with a total of (B)(4) units. The sub-assembly of the lot 5359951 was manufactured according to the wi version 21 and manufactured in quickset line, on 10/jul/2021, with a total of (B)(4) units. During on-line functional test 12, one sample failed the static pull test of the base/adhesive tape. Consequently, an extended was raised for this issue, according to the sampling results, the lot was accepted. The sub-assembly, gluing of tubing of the lot 5359372 was manufactured according to the wi version 37 and manufactured in the machine mp04, mp05 & mp08 on 10/jul/2021, with a total of (B)(4) units. Device history record (DHR) review: the device history record (DHR) was reviewed in accordance with applicable procedures. All required in-process and final tests were completed and met specified requirements. No deviations were identified, and no maintenance events were recorded that relate to the complaint code. Conclusion: DHR review supports compliance with manufacturing and quality requirements; no issues noted. Visual evidence review: no photo was provided to support visual confirmation of the reported issue. Conclusion: unable to perform visual verification; assessment based on available documentation only. Retain samples testing: retain samples from the relevant lot were previously tested in accordance with approved procedures under complaint (B)(4) on 29/mar/2022. The reference samples were visually inspected and tested for flow and leak test. All test results were within specifications, for the code misuse. Conclusion: testing did not confirm the reported issue; no nonconformance identified. Return samples testing: returned samples from the relevant lot were requested; however, the customer confirmed that the sample is not available for return. Conclusion: visual and functional testing could not be performed due to lack of sample availability. Assessment will be based on other available evidence. CAPA determination assessment - conclusion summary of complaint investigation: based on the investigation, no further investigation is required. The record will be closed and monitored through tracking and trending per wi (monthly trips and alerts). A comprehensive review was conducted, including eqms queries, similar complaint searches, device history record review, visual evidence assessment, and CAPA determination. No ncrs or capas of the same or similar nature were found for lot 5355679 and related malfunction codes. One complaint was identified for this lot; however, no trend or systemic issue was detected. The manufacturing records confirmed that the lot was produced in compliance with all requirements, with no deviations or maintenance events noted. Samples were requested; however, the customer confirmed that no samples were available for analysis. Consequently, an investigation was conducted using reference samples, and no failures related to the complaint were identified. No photo evidence was provided, so the assessment was based on documentation and reference sample analysis only. Based on these results, no manufacturing or quality issues were identified. The record will be closed and monitored through routine tracking and trending. For more details, see the information under the child investigation record (B)(4).

Event description:
To date no additional patient or event details have been received.